Manufacturer narrative:
Pump received with broken battery tube threads, missing reservoir tube o ring and cracked reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that lip ring was broken. The customer stated that the reservoir did lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.